Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. Customer stated the no delivery alarms occurred during a manual prime. The customer stated they had tried changing the reservoir and their site to resolve the issue. The customer's blood glucose was 338 mg/dl. Customer stated they did not want to troubleshoot any further. No additional information provided.